Manufacturer narrative:
D10 concomitant product: egia60avm egia 60 artic vasc med sulu (lot#: p3k1044); sigpshell, sig power sigpshell control shell (lot#: n3l1816y); sigphandle, sig power sigphandle handle (serial (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic small bowel transection , the jaws of the device lock on tissue, the user tried extracting tool and it would not retract knife blade. The stuck device was cut off and re-stapled to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached and the firing rod was noted to be out of home position. Functionally, the main screen indicated the strain gauge was functional and in the appropriate range. A manual retract tool was used to fully retract the firing rod back to home position. The adapter was connected to a representative handle. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated but was noted to hang up at one point in the rotation. The unit was able to be fired without any issues. It was reported that the jaws of the device was locked on tissue. The reported issue was confirmed. The most likely cause was caused traced to the device. The evaluation detected an unreported condition: of rotation gear damage. The most likely cause could not be established from the information available. The manufactu ring records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.